Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that the tampon pledget elongated and unraveled during removal. Some pieces remained behind. She is confident all pieces have been removed from the body. 2 tampons affected. No medical attention was required and the consumer is doing fine.